Event description:
The patient reported that on (B)(6) 2025, their blood glucose level decreased to 30 mg/dl, resulting in loss of consciousness. The pod had been worn for longer than 48 hours. The patient attributed the hypoglycemia to lactation, inadequate food intake, and having omnipod settings that remained adjusted for pregnancy despite being 3-4 weeks postpartum. The patient was found unconscious by their husband, who called emergency services (911). Emergency responders administered intravenous glucose, and the patient was transported to the emergency room where they remained for 2 hours but was not admitted to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hypoglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.